Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that stimulation ¿stopped working¿ the night prior to report, and this morning there was a wire lose and dangling from the trail patient¿s back. The device was all bandaged up, and the patient could not tell what was plugged into where. It was further reported the patient experienced a loss of therapeutic effect and a loss of stimulation. When the patient rolled over in bed on the night of (B)(6) 2013, the patient pulled on both leads. One lead had come completely out of his body, while the second lead was almost completely out and was hanging by a suture. The second lead was removed. The patient began the trial on (B)(6) 2013 and had been getting about 80% pain relief, so it was decided to end the trial. It was noted the patient was interested in getting an implant. Additional information confirmed the patient was going forward to implant.